Event description:
During a ptca procedure involving a calified and 90% stenotic lesion in the proximal lad, the shaft of the catheter broke during withdrawal. No patient injuries or complications were reported.